Manufacturer narrative:
The fse evaluated the device at the customer¿s site. It was determined that device failed to discharge due to an incorrect operation check performed by the user. To resolve the issue, the fse executed the operational check correctly and the device was returned to full functionality.

Event description:
Philips received a complaint on the heartstart mrx device indicating that the device does not discharge. There was no patient involvement.